Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 40 mg/dl followed by a high of 336 mg/dl for about two hours after not announcing a meal, treated the low with oral carbohydrates, and later required assistance to power the ilet back on by placing it on the charger; device operation and user interaction were implicated as a usage issue involving the user interface. Symptoms included confusion/disorientation, dizziness, and muscle weakness consistent with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.